Manufacturer narrative:
(B)(4). The device was discarded and no companion sample was available.

Event description:
A customer contacted baxter's (B)(4) regarding a system error 2240 alarm (indicating air in the set) that appeared on the homechoice (hc) unit during dwell 3. The home patient (hp) didn't find any leaks and did not disconnect from the hc, but had gotten up once to use the restroom. The patient was advised to report the alarms to the peritoneal dialysis nurse the next morning. The hp would finish therapy manually. Proper procedures per the user manual were reviewed with the caller. No patient injury or medical intervention was reported. On (B)(6) 2010, (B)(4) spoke with the home patient's nurse, whom stated that the home patient has been doing fine and has been able to continue therapy. (B)(4) spoke with the hp's caregiver (cg) on (B)(6) 2010. The cg stated she thought it may have been an instance when the hp disconnected herself and went back to sleep. The cg stated she heard the alarm and called baxter. The device was discarded, no companion sample was available, and the lot number was unknown. The hp has been doing fine and has been able to continue therapy as usual on the cycler using the same transfer set.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed and a sample evaluation was not performed due to unavailable sample. A root cause was not identified due to insufficient information. As the lot number was unknown, no batch review was performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).